Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of the peel-away sheath from the insertion site, the sheath tabs broke away prematurely with minimal force. As a result, they continued with the procedure carefully removing the broken sheath. There was no delay in treatment, complications or death reported.

Manufacturer narrative:
(B)(4) device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one peel-away sheath that was broken into three pieces. The sheath was broken along the score lines creating two pieces and one of the tabs was separated from its half of the sheath body creating the third piece. The inside of the separated tab contained approximately 3- 4 mm of the sheath body. The sheath body was torn just below the tab and both broken edges of the body are stretched and jagged. Microscopic examination of the separated tab confirmed these findings. A device history record review was performed on the peel-away sheath with no relevant findings. The investigation did not reveal any manufacturing related issues. Therefore, it appears that operational context caused or contributed to this complaint. No further action will be taken.